Manufacturer narrative:
Per -1018 final report additional information including a detailed event description, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, the location of the explants and a detailed patient outcome following the revision, was requested in order to progress with this investigation. However, it has been confirmed that this information is not available and that the explanted devices could not be located. Therefore, there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification. Based on the information available, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 5 years and 4 months due to loosening of the cup.

Manufacturer narrative:
(B)(4) initial report. Additional information including a detailed event description, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, the location of the explants and a detailed patient outcome following the revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 5 years and 4 months due to loosening.